Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation in (B)(6) 2020. There was no alleged device malfunction contributing to the irritation. It was reported that the patient removed the lifevest equipment and the skin irritation improved. A us distributor contacted zoll to report that a patient developed a rash under the front therapy pad and on many other parts of his body. The patient has a history of skin irritations. There was no alleged device malfunction contributing to the irritation. The patient believes the rash could be related to the medication that he took orally. The patient reported that this physician prescribed a new medication and coloplast cream. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy pad and on many other parts of his body. The patient has a history of skin irritations. There was no alleged device malfunction contributing to the irritation. The patient believes the rash could be related to the medication that he took orally. The patient reported that this physician prescribed a new medication and coloplast cream. Outcome of the skin irritation is unknown.